Event description:
Customer claims that the sensor pad was put into use and is triggering the alarm erratically when the patient starts to get up from the bed. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Product was requested to be returned for evaluation and has not been received. (B)(4).